Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage procedure was being performed. The patient's activated clotting time (act) was 180. Upon gaining trans-septal access, an unspecified wire was placed in the left upper pulmonary vein, then this watchman® access system (was) was advanced through an inferior vena cava (ivc) filter. Upon crossing into the right atrium, it was noted that there was a clot on the was. The clot was partially aspirated it out and the patient was given heparin. A 33 mm watchman ® laa closure device was deployed, but did not meet pass criteria and was recaptured. There were no issue with the wds. The procedure was aborted. No further patient complications were reported and the patients status is fine.